Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided comprehensive instructions for a pump reset, and the caller planned to reset the pump at their convenience, with a follow-up if the issue continued.